Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account, asking the account to check the patient's siderails per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Inspect the cable routing for pinching, binding, and damage. Make sure all functions on the caregiver control operate correctly. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in december 2016. It is unknown if the facility performed any other preventative maintenance on this bed. The account's technician replaced the left caregiver membrane to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the bed was moving into chair position on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).